Event description:
A pt was treated for peri-stent restenosis of a cypher stent in the proximal stent in the proximal lad. This was treated with pci and a non-codis drug eluting stent. The pt was discharged 24 hours post-procedure. No other information is available. This pt, was admitted to the hosp with a chief complaint of stable angina. (Ccsii). The pt was currently taking alpha-glucosidase inhibitors. The pt was taken electively to the cardiac cath lab, where angiography revealed two, type c, denovo cardiac lesions. The first lesion was in the mid right coronary artery (rca), 90% partially occluded, eccentric, and mildly calcified.